Event description:
Related manufacturer reference number: 2017865-2021-27688. Related manufacturer reference number: 2017865-2021-27689. Related manufacturer reference number: 2017865-2021-27690. It was reported that the patient presented in clinic due to pocket erosion and a system infection, with a partially exposed lead near the pocket site. Additionally, there was loss of capture seen on all vectors for the left ventricular lead. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient was stable throughout the procedure.